Event description:
It was reported that during a refill procedure, the hcp aspirated 2ml; only 2 ml could be refilled into the pump (instead of the expected 20 ml). The pump was replaced and the pt outcome was reported to be "good".

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.